Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator screen is freezing up. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The screen was calibrated multiple times and ventilator ran for 30 minutes. All touchscreen functions were tested and the issue was never duplicated. Performance checks were done and the unit is ready for use.